Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed the issue was related to a broken cable on the fenestrated bipolar forceps. The procedure was completed as planned.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.